Event description:
Pt had screws inserted in 2001. S1 pedicle screws bilat were fractured. Pt had increased pain a number of who prior, x-rays showed fractured screws. New screws inserted pseudarthrosis. Pt took screws to engineer to investigation the hardware.